Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an external device. It was reported that the belt and re charging antenna had broken over the weekend. Agent understood patient had been in pain without ability to charge the implantable neurostimulator (ins); caller said it was quite urgent that they receive the equipment as soon as possible. A replacement recharger antenna and belt were sent out. Additional information was received from a patient's representative (pt rep). It was reported that they only received the belt, not the antenna. Upon checking the tracking information , only one package had been delivered. Caller said the patient had not been able to charge implantable neurostimulator (ins) since last week and was in pain. A replacement recharger antenna was sent out. Additional information was received from a patient's representative (pt rep). It was reported that the patient received package today but were still sent the wrong piece of equipment. Caller reported that the patient needed a desktop charger but were sent a recharger antenna. Caller stated that the plug in piece on the desktop charger is broken and the problem. Agent verified the cord and the use with caller.